Event description:
Heart string would not fold for insertion into delivery device, rolled out of the folding arms.manufacturer response for heart string proximal seal system, (brand not provided) (per site reporter).====================== took report of incident, issued rga#, sent replacement product. Will advise of findings.